Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the connector light emitting diode (led) in all in one (aio) were not lit. A technical support specialist (tss) made customer to unplug the network cable and plug it back in. Further the customer unplugged and plugged the aio power cable. Then the cabinet came back online and synced in medbank myqlink (mql). The system functioned as intended after the technical support specialist guided the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers were offline, preventing login and medication issuance. The screen displayed a ¿drawers are offline¿ message, and no recent power issues were noted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.